Event description:
While setting up this model 3100a for possible pt treatment, the operator was unable to calibrate the pt circuit; mean airway pressure was below specifications. There was no pt involvement.